Event description:
The sales rep reports that the chief resident had to re-operate on a pt due to infection with the use of duragen. The chief resident believed the infection/infiltration was due to the duragen because when the duragen was removed, the infection resolved. No further info is available.